Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, the incision site was irrigated with an antibiotic solution before closure and antibiotics were used pre-operatively. However, the patient used a topical which was not compliant with post-op instructions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient used a topical (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported irritation at the entry site. Cultures were obtained and an infection was confirmed. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The patient is doing fine, has recovered well, and is considering re-implant of the device.